Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd venflon¿ pro safety peripheral safety IV catheters had a hole in their tubing. The following information was provided by the initial reporter, translated from german: "I had 2 vein pulls in a row that had a hole in the plastic tubing that stays in the vein."

Event description:
It was reported that 2 bd venflon¿ pro safety peripheral safety IV catheters had a hole in their tubing. The following information was provided by the initial reporter, translated from german: "I had 2 vein pulls in a row that had a hole in the plastic tubing that stays in the vein."

Manufacturer narrative:
Correction: d4: medical device lot #: 1175161 . D4: medical device expiration date: 30-jun-2024. H4: device manufacture date: 04-aug-2021. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-mar-2023. Our quality engineer inspected the 2 samples submitted for evaluation. The first sample was returned in non-vps product packaging and the second sample was from lot 1175161. The reported issue of tubing defective / damaged was not confirmed upon inspection and testing of the samples. Analysis of the samples showed that there were no abnormalities or damages on the samples that could contribute to the reported failure. Damage to the needle hub was found on the first sample. The samples also underwent functional testing, and no defects were observed during the testing. During review of the samples an additional, unreported defect of needle hub defective / damaged was observed. Damage to the needle hub was found on the first sample. The samples also underwent functional testing, and no defects were observed during the testing. Bd cannot determine a manufacturing related root cause for the additional defect observed. This defect did not contribute to the original defect reported by the customer. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported that 2 bd venflon¿ pro safety peripheral safety IV catheters had a hole in their tubing. The following information was provided by the initial reporter, translated from german: "I had 2 vein pulls in a row that had a hole in the plastic tubing that stays in the vein.".